Event description:
It was reported that the patient underwent a sling procedure. Post operatively the patient complained of pain. Patient resumed normal bladder function but pain persisted despite multiple investigations/treatments including surgical division of the tape. The sling was removed and the pain resolved. Pathology showed no evidence of infection. An eosinophillic infiltrate was reported suggesting an allergic type response to the mesh.